Event description:
It was reported, that on switching on the device, there was no reaction in the 6 basal electrodes. After several appointments, an image was taken. According to the surgeon, 5-6 electrodes were placed out of the cochlea. The pt was re-implanted on (B)(6), 2010 with a medium electrode device.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.